Manufacturer narrative:
Six thermocouples, soldered to 1/2" x 1/4" x 1mm copper strips with rounded corners, were taped to the heating pad in the six hottest spots seen by the thermal camera. The ul130 full blanket test was performed on the pad until the auto-shutoff turned the sample off. The maximum temperature reached was recorded. The max temperature reached was 79.9 degrees c. The auto-shutoff turned the sample off in approximately an hour. These are passing results. The returned heating pad operated normally.

Event description:
A consumer called and stated that she was allegedly burned while using a heating pad. This incident resulted in blisters on her face, ear, neck, and shoulder. Medical attention was sought for her injury, and the pt was prescribed to antibiotics. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction.